Manufacturer narrative:
(B)(6).

Event description:
It was reported that the surgeon noted that as he advanced 1st suturefix anchor through guide handle, a lot of resistance felt. Asked the surgeon to pull out anchor and noted that suturefix anchor was bent/disfigured. Opened another drill, 2nd anchor used, same technique utilised. Anchor went in fine. Third anchor opened, same technique used. Suturefix anchor again bent as being advanced into drill guide. Asked nurse to clean tip of drill, surgeon re-drilled, and tried to use same anchor. Advised not to, as anchor already bent. Opened a 4th anchor and followed same steps as per surgical technique. This time anchor went in without any other incident. No patient injury was reported.

Manufacturer narrative:
Definitive conclusions, accurate investigation and evaluation are not possible since product was not returned by customer for evaluation. No further actions pursued at this time. A manufacturing DHR review was performed by investigator revealed no other complaints or non-conformities for this production lot.